Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the customer allegedly received the following results, with two different active meters, within 10 minutes: 2.3 mmol/l ( (B)(4) ) and 6.4 mmol/l (B)(4) . No adverse event was reported. The blood glucose monitor cannot be returned due to legal and customs issues.